Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, the surgeon is requesting device for a revision surgery due to implant fracture. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Medical products oss mod tib baseplate 71mm, item# 150422, lot# 320600; oss smooth stm w/srw 150bw-11, item# cp111652, lot# 476760; oss rs axle, item# 161035, lot# 274500; oss rs poly fem bushings set/2, item# 161034, lot# 660310; oss poly tibial bushing, item# 150476, lot# 132820; oss poly lock pin, item# 150478, lot# 610360; oss tibial poly bearing 12mm, item# 150410, lot# 078480. Oss rs 5 cm resurf fmrl-rt, item# 161007, lot# 581410. Intramedullary plug lge, item# 130613, lot# 181620. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. The device history record was reviewed with no anomalies / deviations identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total knee arthroplasty and subsequently the patient was revised due to implant fracture. The ears of the yoke had fractured. There is no additional information at this time.